Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents from this lot. All available information was investigated, and the reported device damaged by another device appears to be related to user technique of positioning the clip during the procedure. The reported physical resistance with the anatomy was due to the challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip caused damage to the implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thinned posterior leaflet. The first mitraclip (81113u193) was implanted, reducing mr to 2. The second clip delivery system (cds 8120u109) was advanced to the mitral valve; however, it took 3-4 attempts to cross the valve due to difficulty with the location of the regurgitation jet. Imaging showed that the first clip was rocking and it was confirmed that the first clip became detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was not implanted and the cds was removed. An xtr mitraclip was deployed to stabilize the slda clip. Two clips were implanted, reducing mr to 1. No additional information was provided.